Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation on (B) (6) 2010 that a gemini stone retrieval parried wire helical basket was used for a cystoscopy procedure performed on (B) (6) 2010. According to the complainant, one wire of the retrieval basket broke away from the tip and "punctured" the ureter. The wire did not detach from the device. A stent was placed during the surgery and remained in the patient for 10 days. The procedure was successfully completed by lasering the stone and removing the fragments with a zero tip basket. The patient was discharged after 3 days and is expected to make a full recovery. The patient's current condition is reported to be "fine."

Manufacturer narrative:
The investigation found the device disassembled with the basket open and the sheath split approximately one inch from the tip. One basket leg was broken, but still attached to the device. Additionally, powder-like residue believed to be medi-glide lubricant was found inside the sheath. A functional check found the device was able to retract and deploy from the sheath even with the presence of residue and the broken basket leg. There are no indications of a manufacturing or design issue with the returned device. The most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a gemini stone retrieval paried wire helical basket was used for a cystoscopy procedure performed on (B)(6), 2010. According to the complainant, one wire of the retrieval basket broke away from the tip and "punctured" the ureter. The wire did not detach from the device. A stent was placed during the surgery and remained in the patient for 10 days. The procedure was successfully completed by lasering the stone and removing the fragments with a zero tip basket. The patient was discharged after 3 days and is expected to make a full recovery. The patient's current condition is reported to be "fine."